Manufacturer narrative:
Argus case ID (B)(4).

Event description:
He put the polident in water and he drank about 6 oz of it [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6)-year-old male patient who received denture cleanser (polident smokers denture cleanser tablets) tablet (batch number tt8n, expiry date 29th april 2022) for product used for unknown indication. Concurrent medical conditions included sickness and cold. On an unknown date, the patient started polident smokers denture cleanser tablets 1 dosage form(s) at an unknown frequency. On (B)(6) 2019, an unknown time after starting polident smokers denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident smokers denture cleanser tablets. Additional information: adverse event information was received on 04 december 2019. Consumer reported that, "my husband has dentures and he was feeling sick. He has the airborne cold stuff and the polident in the cabinet and he put the polident in water and he drank about 6 oz of it. Today an hour and a half ago. I had him drink milk to try to deactivate it. He hasn't had a problem at this point other than laughing at himself for such a mistake".